Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a04 captures the reportable event of band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that the third band was fractured, the physician opted to continue the procedure using a new speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.